Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two hours post implant, the patient experienced syncope with asystole; pacing spikes were not observed on the monitor. Device interrogation revealed high lead impedance. After reprogramming the device to the unipolar configuration, normal lead impedance was observed. Upon reopening the pocket, an incision on the lead insulation was noted. The lead was explanted and replaced.